Manufacturer narrative:
(B)(4). The rt051 interface is used to deliver humidified oxygen to patients. The rt051 consists of a short length of tubing (interface tube) which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The product also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The returned complaint device was visually inspected. Results: the rt051 cannula had become separated from the lip of the plastic manifold on one side. A lot check was not performed as no lot information was provided. Conclusion: the rt051 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic base. The hospital had reported that the cannula had already been in use for a week. Due to the delicate nature of the device it is not recommended that it be used for longer than seven days. Our user instructions that accompany the rt051 state: "this product is intended to be used for a maximum of 7 days. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt051 nasal cannula was coming apart after being used on a patient for about a week and the patient was desaturating. The hospital further reported that the problem was resolved when a new rt051 was placed on the patient.